Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva nano system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva nano system.

Event description:
Customer reportedly received results of 342 mg/dl, 277 mg/dl and 180 mg/dl on the mobile system, and result of 159 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.